Manufacturer narrative:
At this time no conclusions can be made. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2009 the patient was diagnosed with recurrent stress urinary incontinence (sui) and underwent a pubovaginal sling procedure with implant of a bard/davol soft mesh. Per the implant operative report details, "a 2 x 10 cm strip of bard soft mesh was secured on each end with prolene sutures. The previously placed sling (unknown) was seen with minimal scar tissue incorporation around the sling. The sling (davol soft mesh) was then delivered into the retropubic space in the standard manner lateral to the mid urethra." Attorney alleges unspecified adverse patient outcomes associated with use of device.